Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisional procedures. No additional info was provided.